Manufacturer narrative:
H6. Adverse event problem component code: (4756) appropriate term/code not available per the instructions for use, the aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during aquablation therapy that the high-velocity waterjet would cease functionality upon increasing the aquabeam console's high pressure pump power and level above 70%. The reported event caused a procedural delay of over 20 minutes as additional treatment passes had to be performed. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam console was not returned for investigation. A review of the device history record (DHR) for lot number 23c00329 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101 rev. F, states the following the aquabeam console a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. The console performs the following functions: provides power source to the motorpack and foot pedal controls pump power and speed primes the aquabeam handpiece during system setup accepts planned resection angles and treatment contour from the cpu to allow the initiation of the resection. Displays the status of the aquablation procedure modes (i.e. Plan or cut) displays pump level during the aquablation procedure. The aquabeam console was not returned for investigation. Twenty-eight (28) procedures were successfully performed using the same console at this hospital since the reported event, indicating that the aquabeam console functions are intended. The root cause of the reported event is undeterminable. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. H3 other text: the device remains in use the user facility.